Event description:
Per the clinic, the patient experienced a sudden performance decrement resulting in a loss of benefit subsequent to vestibular neuritis and middle ear infection, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.